Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer lost consciousness; and was treated intravenously with fluids of saline. Customer was released from the ER on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.